Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's main keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that they were using this device during a patient event and there was a delay in turning the device on due to the device's on/off button being intermittent. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The patient, an (B)(6) female, survived the event.

Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and determined that the cause of the reported issue was due to the left side of the on/off button being worn. The left side of the on/off button required a firmer press to operate, but the right side of the button was still fully functional.

Event description:
The customer contacted physio-control to report that they were using this device during a patient event and there was a delay in turning the device on due to the device's on/off button being intermittent. As a result, defibrillation therapy may have been delayed or unavailable, if it was needed. The patient, an 83 year old female, survived the event.